Event description:
It was reported that the insulin pump had unresponsive buttons. The numbers kept scrolling through the menu. The customer did not know their blood glucose value at the time of the incident, but at the time of the phone call it was 140 mg/dl. The customer stated that they could see water droplets on the inside, on the back, above the company logo label. The customer was unaware of how the water got there. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No number scrolling anomaly was noted on the display. The insulin pump had minor scratches on the display window, cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.